Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis #(B)(4):part # 8657001; lot # em15b002, visual inspection confirmed the handle has broken at the laser weld on the shaft due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a spinal procedure, the blue part of the handle of the inserter broke off while being used to place the elevate interbody. Additionally, the female end of the tbolt positioner did not stay on the gold set screw when placing the crosslink onto the rod. The screwdriver did not hold onto screws and appeared to be stripped. No patient complications have been reported as a result of this event.